Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during total laparoscopic hysterectomy, at cuff closure,  the tip of the needle was missing when the surgeon attempted to put the needle through the loop after taking the initial bites. The tip of the needle broke off into the vaginal cuff tissue. An x-ray was performed to locate it, and the surgeon felt leaving it inside the patient would be less damaging than trying to remove it. Another handle and suture was used to resolve the issue in order to complete the case.